Event description:
The explanted generator was received for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
Generator product analysis was completed. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified by the product analysis lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The product analysis lab confirmed normal ifi(intensified follow-up indicator)=yes condition for the battery status.

Event description:
Implant form received confirming that the patient's generator has been replaced due to prophylactic replacement. The explanted product has not been received to date. No other relevant information has been received to date.

Event description:
Further follow up with the physician confirmed that the patient has been seizure free for several months. No other relevant information has been received to date.

Event description:
The physician reported that a patient is experiencing very frequent seizures. No known surgical intervention has occurred to date. No other relevant information has been received to date.